Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description: analysis found damage to the high voltage output circuitry, consistent with use of the high voltage therapy with a damaged lead. There is no anomaly with the low voltage functionality of the device.

Event description:
It was reported that an alert for possible output circuitry issue was noted. Capacitor maintenance led to electrical sensation with the pt. The ICD and rv lead were explanted.